Manufacturer narrative:
The field service engineer (fse) was dispatched to address the reported event. The fse conducted follow-up with the customer over-the-phone to address the reported event. The fse verified the diluent low errors over the phone with the customer. The customer also informed the fse that the sc errors were patient related and not an instrument issue. The fse requested the customer to make up fresh diluent to correct the diluent low errors. The customer was able to run the instrument without any errors after the new diluent solution was made. The instrument is functioning as intended and was released. No further action is required by the fse. A complaint history review and service history review for similar complaints was performed for serial number (B)(4) from the 22nd of may 2017 through awareness date on the 22nd of june 2018. There were no similar complaints identified during the searched period. The aia-360 operator's manual: list of error messages states the following: if a problem occurs during assay or it is difficult to continue an assay, an error message is displayed. Together with the error message, a buzzer sounds to alert the operator to the error. At the same time, the printer also prints the error message. If an assay is not completed normally due to an error, an error flag may be attached to the assay value. When an assay is started soon after turning the power switch on, if the incubator has not reached the appropriate temperature, error message no. 3003 is displayed and the assay may not be started. If one of error messages no. 3017 to 3020 is displayed, the assay is suspended. If a reaction is in progress, however, the assay continues. Take the appropriate action in accordance with the displayed message and restart the assay. After all the ongoing assays end, perform the corresponding troubleshooting and press the start key to restart assays. Error message: 3020 diluent low. Meaning: insufficient diluent. Troubleshooting: after confirming that assay displayed on the upper right of the assay monitor screen changes to stop, replace the diluent with new one and press the start key to restart assay operation. Error message: 3017 substrate low. Meaning: insufficient substrate. Troubleshooting: after confirming that assay displayed on the upper right of the assay monitor screen changes to stop, replace the enzyme substrate with new one and press the start key to restart assay operation. Sc nozzle clogged: dispensing was cancelled because clogging was detected during sample suction. Check that the sample is free of fibrin or other substances. If the sample is not clouded, the sample nozzle may be faulty or the piping may be blocked. If this problem occurs frequently, contact the service department. Dl: the substrate dispensing amount is less than the specified amount or the lamp intensity of the fluorescence detector is low. If the dl flag is attached, replace the substrate (mainte screen 6. Replace substrate) and repeat assay. If the dl flag appears again, contact the service department. The most probable cause of the reported issue was due to operator error during preparation of the diluent solution. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013.

Event description:
The customer reported receiving error 3020 diluent low, 3017 substrate low, sc nozzle clogged and dl insufficient substrate dispensing volume or low detector light intensity flags on their aia-360 instrument. Field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of e2 patient results. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.